Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempt to implant the helix would not extend and high impedance was noted. The lead was not used.